Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is being submitted as an initial final report as malfunction was discovered at investigation. Investigation is completed. The device history record (DHR) review noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The unit had damage to the comb, side plate ears, shoulder bolts and roller. Replaced damaged parts, recalibrated. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that the unit was sent for annual maintenance but unit required repair. The unit had damage to the comb, side plate ears, shoulder bolts, and roller. Replaced damaged parts, recalibrated, and tested. No adverse events were reported as a result of this malfunction.